Event description:
It was reported that there was no insulin flow when taking injection using bd nano¿ 2nd gen pen needles. No patient impact reported. The following information was provided by the initial reporter: no insulin flow when taking injection. Does not prime before injection.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no insulin flow when taking injection using bd nano¿ 2nd gen pen needles. No patient impact reported. The following information was provided by the initial reporter: no insulin flow when taking injection. Does not prime before injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-apr-2022. H.6. Investigation: customer returned 1 used and 3 unused 4mm, 32 gauge nano pro pen needles from lot 0350840. Signs of use were found on the used pen needle but no other damage. Each of the pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needles¿ cannulas. All of the pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs. Root cause cannot be determined at this time as the issue is unconfirmed.